Manufacturer narrative:
Reported event: an event regarding revision due to mechanical failure and loosening involving a stem extender component was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as the device was not returned for evaluation. Medical records received and evaluation: no medical records were received for review with a clinical consultant. Device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Additional information, including operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened. Device not returned.

Event description:
It was reported that the patient's left knee was revised due to mechanical failure and loosening (surgeon would not report more than that to the rep). An mrh construct of 11 devices except the tibial baseplate was revised to an mrh construct with an additional cone augment.